Event description:
It was reported that there was a continuous air leak from the device. The date of event was 25-dec-2024. There was no patient involvement.

Manufacturer narrative:
G4 and UDI section of d4 is unknown, no product information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One used unit was received for evaluation. As received, there were no damages or anomalies observed. Functional testing was performed, and a leak was observed from the tubing and connector junction. The customer reported issue was confirmed. The probable cause is unknown. The timeframe of the occurrence cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.